Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head connector was broken. Analysis also found both keyboard hinges were broken and the keyboard cover was missing. Concomitant: product ID 229047 analyzer. (B)(4)

Event description:
It was reported the programmer head attachment point is damaged. It was also reported the cover for the keyboard is lost. The programmer was returned for repair. There was no patient involvement indicated.